Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. The patient was also implanted with an infusion pump system. It was reported that the patient had an infection post scs implant and the scs system was explanted on the patient was palliated and passed away (B)(6) 2018. It was unknown if there were environmental factors and unknown if the issue was resolved at the time of the report. The implantable neurostimulator (ins) was in the possession of the hospital and it was unable to be determined if it would be returned to the manufacturer for analysis. No further complications were reported.